Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: restenosis untreated. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated distal right coronary artery (rca) with a 2.5 x 18 mm promus stent. Pre-dilatation was performed in the distal circumflex (cx) with a 2.75 x 18 mm xience v stent, and the proximal cx with a 3.5 x 12 mm xience v stent. At an unk time in (B) (6) 2009, the pt experienced left-sided dull chest pain at rest and exertion. Diagnostic coronary angiography was performed which revealed restenosis within both the proximal and mid circumflex lesions treated at the index procedure. There is no plan to intervene. An electrocardiogram (ECG) was performed on (B) (6) 2009; no myocardial infarction. The pt's condition is continuing. There is no add'l info available.

Manufacturer narrative:
(B) (4). (B) (4). The second xience v rx 3.5 x 12 mm (part# 1009542-12/lot# 7103161) mentioned is being filed under the same MFR number. In this case, there was no reported product deficiency. The reported pt effects of angina and restenosis are listed in the product risk assessment and instructions for use (IFU) as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.